Event description:
On 9/28/2007, abbott point of care was contacted by a customer who reported that an I-stat chem8+ cartridge yielded a potassium result of 7.7 mmol/l. Second sample drawn at the same time as the I-stat sample tested using a lab system yielded a potassium result of a 3.5 mmol/l.